Event description:
According to the customer, while sitting on the rollator "the seat cracked" and caused her to "fall while attempting to stand." The customer reported seeing her primary physician who "prescribed physical therapy for back and hip pain." The customer states that she has "ongoing pain in her back and right hip and is seeking further physical therapy."

Manufacturer narrative:
According to the customer, while sitting on the rollator "the seat cracked" and caused her to "fall while attempting to stand." The customer reported seeing her primary physician who "prescribed physical therapy for back and hip pain." The customer states that she has "ongoing pain in her back and right hip and is seeking further physical therapy." No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to d9: is this device available for evaluation. Update to h3: device evaluated by manufacturer?. Update to h6: type of investigation (b). Update to h6: investigation findings (c).